Manufacturer narrative:
Serial number was not provided.

Event description:
The patient's controller was exchanged due to a backup battery alarm that did not resolve with exchanging the backup battery. No further information was reported.

Manufacturer narrative:
Further information was received indicating this event was a duplicate and reported in manufacturer reference number 2916596-2020-03986. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the log file downloaded from the returned controller (serial number: (B)(6)); however, the alarm was not reproduced during testing. The log file captured backup battery fault alarms due to a backup battery load test failure on 27jul2020 from 13:04:32 to 13:21:19 and from 13:21:22 until the last event in the log file (captured at 13:40:28). The alarm cleared on (B)(6) 2020 from 13:21:20 to 13:21:22 when it appears the backup battery was briefly disconnected; this is consistent with the provided information that the backup battery was disconnected while attempting to resolve the alarm. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2020 at 13:39:18 to exchange the controller. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the controller passed each time without issue. The root cause of the reported event could not be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate iii patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the backup battery fault and low flow hazard alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use (IFU), section 2 "system operations" explains how to replace the system controller backup battery, and how to replace the system controller. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.